Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract two pacing leads, one right atrial (ra) and one right ventricular (rv), due to infection. A spectranetics lead locking device (lld) ez, a spectranetics 12fr glidelight laser sheath, a spectranetics 14fr glidelight sheath, a spectranetics 16fr glidelight laser sheath and a spectranetics sightrail device were used in the procedure. The lld ez was inserted in each lead, creating a traction platform. They attempted to extract the rv lead first with 12fr glidelight, but could not progress due to severe adhesion tissue in superior vena cava (svc). They switched to attempting to remove the ra lead, but were unable to progress in the same area. They attempted extraction of both leads with 14fr glidelight, but were unsuccessful. They then tried extraction with spectranetics sightrail but were still unable to advance. When they used the 16fr glidelight it advanced sightly. When the ra lead released, the patient's blood pressure dropped. They confirmed the tip of the ra lead did not come off. Cardiac effusion was confirmed on transesophageal echocardiogram (tee). They found a perforation of the svc and rescue efforts were implemented. The procedure was completed and the patient survived.